Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was explanted due to patient sepsis, endocarditis and vegetation of the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information and without the return of the product it would not determine this device performed as described in the field action. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2014, 419688 lead, implanted: (B)(6) 2010. (B)(4).